Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "fate of the left pulmonary artery and thoracic aorta after transcatheter patent ductus arteriosus closure in low birth weight premature infants", was reviewed. This research article reported that 45 neonates underwent transcatheter patent ductus arteriosus closure(tcpc) between march 2013 and december 2018. The average weight was 1,152g and the average age was 27 days old with the majority of the patient's being male. One intraprocedural device malposition after release occurred resulting in descending aorta obstruction(dao). Snare-assisted device repositioning (from both the arterial and venous side) was required. The article concluded that tcpc can be performed successfully in extremely premature low birth weight infants with a low incidence of post-procedural left pulmonary artery (lpa) and descending aorta obstruction (dao). The primary and correspondence author of the article is dor markush, guerin family congenital heart program, smidt heart institute, cedars-sinai medical center, los angeles, ca, USA with the corresponding email dor.markush@cshs.org.

Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 as reported in a research article, 45 neonates underwent transcatheter patent ductus arteriosus closure with an amplatzer vascular plug ii, between march 2013 and december 2018. One event of intraprocedural device malposition after release resulting in descending aorta obstruction was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer vascular plug ii instructions for use, artmt100092325 revision b "indications and usage: the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature."